Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white screen with no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the screen turned white with no image was likely due to damage on objective lens, however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.